Manufacturer narrative:
(B)(4). On (B)(6) 2011, global pharmocovigilance contacted the home care service for the hp who stated that the hp was seen in the emergency room on (B)(6) 2011 with abdominal pain and was admitted that same day for peritonitis. On (B)(6) 2011, the hp was discharged. On (B)(6) 2011, the hp was treated with gentamicin 500 mg intraperitoneally(ip) every other day for the peritonitis.

Manufacturer narrative:
(B)(4) - a batch review was performed for potentially associated lots h10g26065 and h10i10065 with no issues noted during the manufacturing process. The root cause could not be determined. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4 - as the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the third of three reports associated with this event.

Event description:
On (B)(6) 2011, baxter contacted the caregiver (cg) regarding a previous alarm. The cg stated that the home patient (hp) was in the hospital during that alarm, but the hospitalization was not related to the peritoneal dialysis (pd) therapy. On (B)(6) 2011, baxter contacted the cg for follow up of the reported hospitalization. The cg stated that the hp developed cloudy pd effluent while in the nursing home on a date at the end of (B)(6) 2011 and was hospitalized from (B)(6) 2011 - (B)(6) 2011 with unspecified peritonitis. It was unknown by the cg if pd effluent (B)(4) and (B)(4) tests were performed. A pd effluent 3 day culture was obtained, but the results were unknown at the time of this report. The cg stated that the hp was treated with unknown antibiotics. The cg could not give causality, and could not confirm a break in aseptic technique.